Event description:
As reported by the (B)(6) registry during cas of a lesion in the right internal carotid artery after the initial pre-dilation with cordis aviator plus balloon the patient it was noted that she had lost motor function in the left hand and had left facial droop that were diagnosed as a tia. She was initially treated with dopamine but was able to be weaned off after this. She was subsequently switched to oral pseudoephedrine. ¿after balloon angioplasty the usual hemodynamic shifts occurred with a systolic blood pressure that dropped into the 60s. She was given 200 mcg of neo-synephrine and a fluid bolus, and her post-procedure blood pressure was 113/70. After deployment of the10x30mm precise pro rx stent, plaque shift into the right external carotid artery causing a 70% ostial stenosis also occurred. After post-dilation, a non-flow limiting, a probable guide induced grade b dissection of the mid common carotid artery proximal to the stented segment was noted that is attributed to a 6f shuttle sheath, the flexor tuohy-burst side-arm introducer 6fr 90cm, manufacturer, cook. It was treated with a 10x30mm precise pro rx stent. Final stenosis grade was 0. At study inclusion the patient was asymptomatic with nih and rankin scores at 0. The target lesion was an 80% occluded lesion in the right internal carotid artery of 20mm in length in a 7.0mm vessel diameter with severe vessel tortousity. The arch ii lesion was eccentric with moderate calcification. A 6mm medium support angioguard embolic protection device was deployed past the lesion, it was pre-dilated with an aviator plus balloon then, a 9x30mm precise pro rx stent and a 10x30mm precise pro rx precise pro rx stent was successfully deployed at the target lesion. Post-dilatation was performed with an aviator plus balloon. The residual diameter stenosis measured 0%. The angioguard was removed without difficulty and there was no debris found in the basket. There was no presence of air bubbles.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 1016427-2013-00066 and 9616099-2013-00308.

Manufacturer narrative:
The patient had no neurological deficits upon leaving the angio suite. She was ambulatory in the room with no gait deficit. Neurologically, she was back to normal. Concomitant medications: bivalrudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: cordis aviator plus 424-4030w 4.0mm x 30 mm balloon (lot 15799560), cordis aviator plus 424-5020w 5.0 mm x 20 mm balloon (lot 15760324), precise pro rx stentspc0930rxc and pc1030rxc, angioguard embolic protection device 601814rmc and the flexor tuohy-burst side-arm introducer 6fr 90cm, manufacturer, cook. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 1016427-2013-00066 and 9616099-2013-00308.

Manufacturer narrative:
As reported by the (B)(4) registry during cas of a lesion in the right internal carotid artery and after the initial pre-dilation with cordis aviator plus balloon it was noted that an (B)(6) female patient with medical history including hyperlipidemia, CABG, smoking (>5 packs of cigarettes), coronary artery disease, coronary percutaneous revascularization and hypertension had lost motor function in the left hand and had left facial droop that were diagnosed as a tia. She was initially treated with dopamine but was able to be weaned off after this. She was subsequently switched to oral pseudoephedrine. ¿after balloon angioplasty the usual hemodynamic shifts occurred with a systolic blood pressure that dropped into the 60s. She was given 200 mcg of neo-synephrine and a fluid bolus, and her post-procedure blood pressure was 113/70. After deployment of the 10x30mm precise pro rx stent, plaque shift into the right external carotid artery causing a 70% ostial stenosis also occurred. After post-dilation, a non-flow limiting, a probable guide induced grade b dissection of the mid common carotid artery proximal to the stented segment was noted that is attributed to a 6f shuttle sheath, the flexor tuohy-burst side-arm introducer 6fr 90cm, manufacturer, cook. It was treated with a 10x30mm precise pro rx stent. Final stenosis grade was 0. At study inclusion the patient was asymptomatic with nih and rankin scores at 0. The target lesion was an 80% occluded lesion in the right internal carotid artery of 20mm in length in a 7.0mm vessel diameter with severe vessel tortuosity. The arch ii lesion was eccentric with moderate calcification. A 6mm medium support angioguard embolic protection device was deployed past the lesion, it was pre-dilated with an aviator plus balloon then, a 9x30mm precise pro rx stent and a 10x30mm precise pro rx precise pro rx stent was successfully deployed at the target lesion. Post-dilatation was performed with an aviator plus balloon. The residual diameter stenosis measured 0%. The angioguard was removed without difficulty and there was no debris found in the basket. There was no presence of air bubbles. The patient had no neurological deficits upon leaving the angio suite. She was ambulatory in the room with no gait deficit. Neurologically, she was back to normal. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Hypotension, hypoperfusion, plaque shift and tia are well-known potential adverse events associated with the carotid stent implantation procedure. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. Structural changes taking place during carotid artery intervention may or may not result in neurologic sequelae with no indication of any device performance, design, or manufacturing issues. Lumen enlargement during carotid artery stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as neurological changes. Common techniques to prevent plaque shifting during intervention of bifurcation lesions include double guide wire technique, direct stenting and kissing-balloon inflation. Inflation of balloons over the recommended rated burst pressure may also lead to excessive intimal damage and higher potential for plaque shifting. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 1016427-2013-00066 and 9616099-2013-00308.